Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose bg level was 585 mg/dl. The customer administered a bolus and manual injection to address the bg. The customer loaded a new cartridge to resolve the issue.